Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a total laparoscopic hysterectomy, during tying of the vaginal cuff, the needle broke in half and fell into the patient¿s cavity, the needle was retrieved. They grabbed the needle and switched to a new device to resolve the issue. The patient was alive with no injury.